Event description:
A malfunction alarm was reported during the loading process of the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Although the customer followed the proper load technique, the alarm recurred, preventing a successful cartridge load and insulin therapy resumption. Technical support assisted the customer in switching to manual daily injections for insulin delivery and arranged for a replacement pump. The customer received instructions on returning the problematic pump and understood how to set it to storage mode for its return.